Event description:
The customer reported low carcinoembryonic antigen (cea) result for one pt involving access 2 immunoassay system. The customer noted the pt sample had a small fibrin clot prior to the initial testing. After the testing completed, the customer noted the fibrin clot had become larger. The customer removed the fibrin clot and retested the pt sample, which produced a result more within the expected range. The erroneous result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed type 1 hardware verification procedure. The system conformed to the manufacturer's published specifications. The sample was collected in a bd plastic serum separation tube (sst). The sample was centrifuged at 3,600 rpm (rotations per minute) for 5 minutes. During the initial sample testing, the sample was less than 30 minutes old. Quality control (qc) was within the normal range. System check was performed on (B)(4) 2008 and all parameters were within specifications. The customer stated sample handling was the root cause of the event. Beckman coulter, inc. Offered pre-analytical sample handling material, but the customer declined. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.